Event description:
It was reported that an unexpected reset occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose due to this reported event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.